Event description:
The autopulse device was initiated for chest compressions during resuscitation. The autopulse device functioned for approximately 5 minutes before it quit. Manual compressions were then initiated. The battery was replaced and the autopulse used again but the device only operated for 2-3 minutes. Manual compressions were resumed and used for the duration of resuscitation.